Event description:
It was reported that: the facility has noted a problem related to moisture within the breathing circuit. In one case, the user observed that the expiratory valve was stuck open, and that the patient's co2 levels were elevated. The user tapped on the valve dome and the device functioned normally. The facility has also noted an appearance of rust on the expiratory valve.